Manufacturer narrative:
(B)(4). Myocardial infarction and thrombosis are listed in the xience pro everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the us.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (lad) artery. The patient experienced a non-st elevated myocardial infarction (nstemi) prior to the index procedure. The pre-procedural, intra-procedural and post-procedural medications were 2 x 5.000i heparin, aspirin, and efient. The 3.5 x 15 mm xience pro stent was implanted with a good result. Three hours after the procedure, the patient experienced a nstemi thrombosis was confirmed. The thrombosis was treated with an aspiration catheter and dilatation. Optical coherence tomography (oct) was performed, and the stent was confirmed to be well placed. The post-procedure medication was integrilin over 48 hours. The dual antiplatelet therapy (dapt) was aspirin and efient for approximately 12 month. A clinically significant delay in the procedure was reported due to the thrombosis requiring additional treatment. The physician suspected a heparin insensitivity, but this was not confirmed. There were no changes in the patient medication. The final patient outcome was good with no further issues noted. No additional information was provided.